Event description:
A malfunction was reported with the pump, indicated by malfunction code 0 and fault ID [0-0x219e]. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The pump was still under warranty, so a replacement would be sent to the confirmed shipping address. Technical support provided instructions for putting the pump into storage mode, which the customer understood and acknowledged. The customer was also instructed to return the problematic pump using a pre-paid label within 10 days.